Manufacturer narrative:
This medwatch report is an update to the previous report to correct the brand name in section d1 and the model number, catalog number and primary unique device identifier (UDI) number in section d4.

Manufacturer narrative:
This medwatch report is being filed based on an image received from the distributor on april 3, 2024, which presented a fracture of the core wire along with stretched coil wraps and bend damage in the distal tip. Product was not received for evaluation at the time of this report; therefore, no physical analysis could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the dfu, instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: during procedure, technician open sterile pack and hand over the wire to the physician. Before insertion and while purging he realize that the wore tip is completely damaged. Additional information received march 13, 2024: question: when did the damage occur? Answer: during removal of the wire from the hoop question: what is meant by while purging'? Answer: flushing with normal saline quesion: can you confirm the issue occurred prior to use, no patient contact? Answer: prior to use question: was there damage noted to the packaging or product prior to opening the package? Answer: no.